Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular high rate episodes were observed. Review of the stored electrograms revealed that it was not clear if the rhythm was an svt or a vt. Further investigation was recommended.